Event description:
It was reported that the peek implant was being implanted and the posterior portion of the implant broke. All pieces were retrieved and it was replaced with a new implant. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.

Manufacturer narrative:
Visual review of submitted picture confirms implant breakage into multiple pieces. The image provides some evidence of a brittle overload, as indicated by what appears to be a fairly brittle fracture, with rays emanating from the corner. After visual review of the submitted photo, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. We are unable to definitively determine specific root cause of the foregoing event from the available information. Observations are unable to be confirmed due to the part not submitted for physical analysis, the quality of the picture, and the state of the product at the time the picture was taken (biological material covering the part and the fracture surface).